Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the nurse checked the opening and closing of the jaws with no problem. The surgeon could proceed to the firing with no issues, and they squeezed the handle, but the knife did not advance. The thickness of the tissue had no problem. After that, the stapling was performed with the new cartridge of the same product ID and they said no re-clamping the tissue was occurred to complete the case.